Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that this patient has a right total knee. The patient has a distal femoral periprosthetic fracture unknown cause. The surgeon was able to repair the fracture and just switched out her tibial insert. The components were well fixed. Doi: (B)(6) 2018, dor: (B)(6) 2018, right knee.